Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had pump error alarms and motor error. Customer¿s blood glucose value was unknown. Customer performed self test and it passed. Customer stated that the pump was turned off and there was blank display. Customer mentioned that motor error came up on the pump while trying to initiate rewind process. Insulin pump will not be returned for analysis.